Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 10f sheath after an impella device procedure. Reportedly, when the plunger was removed no suture was present. Two additional proglide devices were used with the same results. A prostar device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and the prostar device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The suture retrieval issue was not confirmed. Inspection of the returned device indicated that both cuffs successfully captured the needles. The plunger had been retracted from the device and the link distal to the anterior cuff was cut. This observation is consistent with successful needle deployment and suture retrieval as intended. The link instead of the suture distal to the link was cut. Cutting the link after the plunger retraction could also have resulted in difficulty removing both suture limbs from the anterior needle slot as resistance could be encountered due to the posterior cuff and posterior needle tip being dragged through the device. Inspection of the returned device further revealed that the suture knot was unraveled. This is consistent with pulling only one instead of both suture limbs from the anterior needle slot. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 10f sheath. The instructions for use under indication section, states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - failure to follow instructions. Per the instructions for use: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.